Event description:
On (B)(6) 2013, the patient contacted animas and alleged the following: on (B)(6) 2012, the patient went to the emergency room (ER) for an extremely low blood glucose (bg) of 25 mg/dl. She had a seizure and no other symptoms. Both patient and nurse were unsure what caused the drop in bg, because the pump did not show any extra boluses given. Patient was treated for 6 hours in ER, did not stay overnight. Patient was taken off the pump and placed on shots. About 1 month ago, patient resumed using the pump. Although no specific evidence of pump malfunction, defect, or misuse noted, this report is being made due to the possibility that the use of an insulin pump may have contributed in an unidentified manner to the hypoglycemia.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 11/13/2013 with the following findings: no defect was found. Testing was unable to duplicate the reported complaint. The tdd history shows the pump was not in use between (B)(6) 2012 and (B)(6) 2013. No alarms outside the range of normal patient use observed in pump history. The boluses and basal add up appropriately to total the tdd; showing the pump was delivering accurately until the last date used. The pump was tested on a 29hr flow test; the pump passed the required test and was found to be delivering within the specification. Units remaining were correctly calculated and written to the pump history complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.